Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung a20 phone with an android operating system version 11 and app version 2.8.4.9335. The high/low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms sweating and a loss of consciousness and was given sweet juice and pie as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with a samsung a20 phone with an android operating system version 11. The high/low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms sweating and a loss of consciousness and was given sweet juice and pie as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.